Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the tip was in good condition, but the connector showed a dim light existing the connector face indicating an internal fracture. Some burn marks were observed on the face. Functional testing identifies the aiming beam was very weak. Therefore, the complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber damaged/defective is defined in the risk documentation. Based on all information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, two fibers were defective due to a burning was noted on the blast shield. The procedure was completed with another of same device. There was no patient complication. After that the fiber was returned for analysis and the investigation found that fiber had burn marks on the connector face and distorted light exiting the connector resulting an internal connector fracture.